Event description:
Procedure: lap colon. According to the reporter: the surgeon confirmed that the fourth loading was successful. Then he squeezed the handle, but the clip did not come out. Upon loading with the next clip, a formed clip dropped out of jaws into the patient cavity. The surgeon considered that would have no ill effect on patient because the clip was formed, so the surgeon left the clip inside the cavity. He continued to use this endo clip and then two fires were successful. The procedure was completed. No tissue damage. No bleeding. Patient status reported as ok.